Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported. The visual evaluation found no faults, the functional evaluation found the "device failed-please return" error message when turned on. This error occurred due to an internal software related issue. This investigation is now complete with no further action deemed necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during the evaluation of the renasys go pump, it was found the "device failed-please return" error message when turned on the device. No patient involved.